Event description:
It was reported by the aci's regional sales mgr that a (B)(6) male pt underwent a peripheral diagnostic catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery using a 5f st jude engage sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the puncture site, and the vessel size to be approx 7 mm. Following th procedure, the radiology tech, who is a trained user, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that the radiology tech (rt) prepped and deployed the device according to the IFU. After the shuttle was advanced all the way down, the sheath felt "stuck", during the attempt to retract the sheath. The rt tried twisting the sheath and removing it carefully at the skin level. The sheath came out a little more, but it was still "stuck." The rt requested that the physician come back into the room to help. The physician reached in and pulled hard on the sheath, and the whole system came out at once. Manual compression was applied for 21 minutes, and hemostasis was achieved with no problems and no additional consequence to the pt. The pt was ambulated and discharged home same day.

Manufacturer narrative:
Visual inspection of the device showed that the shuttle cartridge was engaged to the handle and the introducer sheath was pulled back against the handle. The advancer tube has passed the proximal tamp lock, compressing the sealant. An 18 mm segment of the shuttle cartridge was torn from the distal end and covering the sealant. If excessive compression force is applied during advancement of the shuttle, it could cause the advancer tube tip to pass the tamp lock, resulting in excessive sealant compression and lead to a device jam. Based on the info provided, the condition of the returned device, and the investigation performed, the probable cause of the device deployment jam was excessive compression force applied during advancement of the shuttle. The review of lhr (lot f1201602) indicated that the device lot met all established performance criteria prior to shipment.